Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Device serial number and model number is unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the previous stimulator was removed in 2010 because it would not take a charge or would not hold a charge. The patient stated it took the technician 45 minutes to get any charge. The cause of the device not holding a charge was unknown. The patient stated all the internal and external parts had been taken by a manufacturer representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of complex regional pain syndrome type I and non-malignant pain. It was reported that the patient's system was removed. The caller stated that it was removed as it was "not holding a charge". It was not known with 100% certainty if the ins has been removed. No further complications were reported or anticipated. No symptoms were reported. On (B)(6) 2018 lfc (hcp) no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.